Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, the sheath and valve were prepped per IFU. There was some difficulty inserting the 16f esheath+ into the skin at the access site initially, but then the sheath went in with no issue. A balloon aortic valvuloplasty was done with a 23mm true balloon. The physician noted some difficulty removing the true balloon, but it did come out. A 29mm commander delivery system with 29mm sapien 3 ultra resilia valve was advanced per usual. The valve was deployed with no issues. The commander was removed with no issues. When the sheath was removed, it was noted the distal end had a large tear. There was no injury to the patient. The device was discarded. Imaging review findings: distal tip torn axially and radially along distal liner edge. Hdpe stretching along distal tip tear.

Manufacturer narrative:
Investigation is ongoing.